Manufacturer narrative:
The device was reportedly disposed of by the end user; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch number was provided. Review of the device history records indicates that the product in this lot met all specifications at the time of shipment. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Patient presented with aortic stenosis requiring treatment with a 25 mm lotus valve. Patient met all criteria for sizing and access. Right femoral cutdown was performed and a large lotus introducer was placed in the femoral artery. Safari small inside left ventricle. No bav was performed. The lotus catheter crossed the arch successfully. Initial placement of the lotus valve was in perfect; lead in, twisting assessments were performed correctly on time. There was 2 x early click, we performed the maneuver "soaking the gaps", difficult to lock the valve. We assess locking on 3 different projections to evaluate 3 component. We did the injection to confirm good position, no paravalvular leak, the patient's hemodynamics was perfect. The echocardiographer checked everything and it was ok. We decide to release the valve. The 1st step to release it was performed and pin coil came up ( we wait 15 seconds). We continue 2nd step to release it and when the collars dis-attached from the buckles, we identified 1 flopp post ( at center). We decided to do valve-in valve, and when we are setting up the new valve to implant, the patient's blood pressure went down deeper and shocked. The echocardiography showed pericardial effusion (according to the images is caused by safari small), pericardial drainage is performed. The team started the maneuvers of CPR, the cardiac surgeons open chest and assessed no perforation of ve, no dissection of aorta, valve working perfectly. They drained pericardium effusion invasively and installed cec ( extra circulation) but the patient didn't survive all attempts to resuscitation.